Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the first proximal stent row appeared expanded. The undamaged crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The maximum crimped stent od at the time of manufacture was within maximum crimped stent profile measurement. The proximal balloon wings appear to have been subjected to positive pressure as the wings had started to expand. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Contrast medium was visible in the inflation lumen. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 13apr2018. It was reported that the balloon was slightly inflated upon unpacking. During unpacking of a 3.00 x 24mm synergy¿ stent, it was noted that the balloon was slightly inflated. The physician noticed a bulge on the balloon. A 3.5x20mm synergy stent was unpacked; however, the device was also defective and the size was incorrect for the lesion. The procedure was completed with another synergy¿ stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed damaged stent.